Event description:
It was reported that during an unknown treatment procedure, the maverick2 monorail shaft separated from the balloon during withdrawal. The lesion was located in an unknown artery. The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "okay". Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.